Event description:
During the leadless pacemaker (lp) implant procedure, the right ventricular (rv) lp was fixated in the septum and the patient began to experience tamponade. The lp had a negative current of injury and under fluoroscopy, the helix of the lp was found to be stretched. An ultrasound was performed and perforation and effusion were confirmed. A pericardiocentesis was performed. The lp was explanted and pacemaker system was successfully implanted to resolve the even. The patient was in stable condition.

Manufacturer narrative:
The catheter was returned with no reported complaint. As received, a complete catheter was returned in one piece with the valve-bypass-tool covering the protective sleeve, distal cap, and leadless device. X-ray examination found the release tether wire slipped inside the tether screw. All other damages found is consistent at the time of procedural.